Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer reported when removing the tampon the string seemed loose and the tampon came out in two pieces.